Manufacturer narrative:
Investigation conclusion: the reported damage to the distal end bend relief was confirmed through a photo submitted from the field. A specific cause could not be conclusively determined through this evaluation. It was reported technical services arrived onsite and performed a clamshell repair on 3/1. No other issues were reported or observed. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. The patient remains ongoing on vad support with no further related issues reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years 17 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient had a cut in the distal end bend relief. Tech services was onsite 3/1 and placed the clamshell repair with no issues. No additional information was reported.